Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Faulty mis cup introducer where the plastic catch is broken. Product name: mis cup introducer. Product code: 920010029 lot pc303887001 x2 & p25276001. Was the product being used in a clinical trial? No. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No. Event outcome/how was it managed? No adverse outcome, no operation delay. Was there any consequence to the patient due to the event? No. Was the surgery prolonged due to the event? No. Has the reporter facility indicated there may be legal action? No. Is the product available for return? Yes. Please give a detailed explanation of the event: scrub nurse noticed the handle was cracked when setting up the handle.

Manufacturer narrative:
Product complaint # : (B)(4). No device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.